Event description:
Information was received indicating that acu watchdog failure, primary audible alarm failure, and check clutch plunger lever error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with left plunger case screw mount broken off the case. Event history log review was performed and found there was a primary audible alarm post and acu watchdog and check clutch plunger lever errors in history. According to the investigation, the customer stated problem could not be verified after multiple flow and occlusion tests. Investigation unable to determine, on primary audible alarm post, however, the possible cause for check clutch was screw mount broken off the left plunger case but could not repeat during testing. Investigator's replaced the pump speaker as a preventative measure for primary audible alarm post error. For the check clutch error, replaced damaged left plunger case and as a preventative measure replaced clutch half's left and right with leadscrew and spring, parts were two and half years old. The problem source of the reported problem is unknown.